Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical trial. It was reported that 751 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced worsening cad (coronary artery disease). The index procedure indentified one 10mm long target lesion located in the proximal rca (right coronary artery) with 90% stenosis and a 3.25mm reference vessel diameter. Treatment consisted of pre-dilation and placement of a 3.0 x 16mm study stent, reducing the stenosis to 0%. The patient was discharged the following day on protocol doses of plavix and asa. Two years post index procedure, the patient was admitted to the hospital after an abnormal myocardial perfusion study and for evaluation of claudication of the lower extremity with diminished abi's (ankle brachial-index). The patient underwent a cardiac catheterization which revealed a 90% proximal rca in-stent restenosis and a 50-60% distal rca stenosis. The patient was successfully treated with angioplasty and placement of a 3.5 x 20mm taxus drug-eluting stent to the proximal rca in-stent restenosis. A stent was also placed in the mid rca due to spiral dissection. The patient was discharged the next day. The relationship of the tvr to the study stent was reported as "probably" and the relationship of the tvr to prior co-morbid condition was reported as "possibly". It was also noted that in 2002, the patient underwent an aortobifemoral bypass graft, in 2003, the patient was hospitalized for an infected left groin graft, developed acute respiratory failure with bilateral pulmonary infiltrates, and developed worsening cad resulting in a cardiac catheterization and tvr.